Event description:
A cartridge change error was reported in a pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to inspect and clean specific areas of the pump, ensuring the cartridge was correctly attached. The caller successfully completed the load process and resumed insulin delivery.